Event description:
A caller reported receiving a cgm error 42 related to the g6sensor. There was no reported impact to the customer¿s blood glucose level. Technical support provided the caller with information to perform a complete pump reset, and the caller planned to reset the pump when ready and follow up if the issue persisted.